Manufacturer narrative:
Evaluated at a third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, "he cannot go without his machine at all due to having neurological issues that could cause him to die in his sleep, and the device will not turn on/ device not functioning". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device at the third-party service center/manufacturer, the device was visually inspected and found no evidence of foam degradation. During the evaluation, contamination of tobacco and fluid was discovered. The device was scrapped.